Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level and level was 44 mg/dl. The customer declined troubleshooting for low blood glucose on insulin pump. The customer reported that every night at around the same time customer gets withdrawn from auto mode and blue shield turned into a black or grey shield and then it goes back into auto mode. The customer was advised that auto mode goes into safe basal either because customer was in auto minimum delivery or auto maximum delivery. The customer was also advised if there was a loss of communication they can go in to safe basal and self then auto mode will go back into auto mode. The insulin pump will not be returned for analysis.